Event description:
It was reported the patient was in the powered wheelchair while riding on a bus. The patient was attempting to reverse the wheelchair when it allegedly lurched forward unexpectedly. The patient did sustain a wound to her foot and was treated as a result. The patient required approximately 44 staples to close the wound on her foot. No further information was provided.